Event description:
A medline pack (light handles) that contained an eyelash under the packing was found prior to a surgical case but we had to break down and reset back table, and this delayed the surgical case due to broken sterility.